Manufacturer narrative:
System analysis/ service repair: the console was evaluated in the field on september 11, 2017. The evaluation noted; ¿checked unit out, found error code 866 data point out of specification; tried to re-calibrate unit and was unable to get it to re calibrate. Rf flow good. Resonator needs replacement¿.

Event description:
It was reported during prostate procedure, while patient was on the table, the laser shut down and "goodbye" message was observed. Attempts to clear the message and reboot the system were unsuccessful. The procedure was not completed due to this event was noted. Patient outcome: no patient injury was reported.